Manufacturer narrative:
During inspection and testing of the returned device, service also observed that there was corrosion on the metal sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the reported issue was most likely due to user mishandling during device reprocessing, such as an impact from being dropped. However, a definitive root cause could not be determined. Potential damage to the distal tip is addressed in the device's instructions for use, which provides the following warnings: "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." "Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." Olympus will continue to monitor field performance for this device. Device manufacturer date: the subject device was manufactured in march 2020; however, the exact date is unknown.

Event description:
The customer reported the ceramic tip of the subject device was broken. The issue was observed during reprocessing of the device. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed that the insulation (ceramic) tip was cracked and broken off. The customer confirmed that the ceramic tip did not break in a patient, and there was no patient involvement.